Event description:
Medtronic received communication from customer alleging rash on patient where sensor was applied. Customer was unable to provide additional information regarding the circumstances of the event.